Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that the left ventricular lead had slipped. Follow up with the physician's office indicated that the patient was having diaphragmatic stimulation. Reprogramming was able to reduce but not eliminate the stimulation. The care plan is to eventually replace the lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
The lead was explanted and replaced.